Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6, and h11. Additional information: d3. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined to be due to defective inspiration valve. As a resolution, vyaire ts advised that the insp block needs to be replaced.

Manufacturer narrative:
H3: 81 other ¿ currently, the suspect device has not been returned for evaluation. However, the log file analysis tool was utilized showing that bellavista ventilator is giving tf 300 545 316 401 alarms. The logs were analyzed and they confirmed the alarms. The ventilator requires a new inspiration valve. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical, the bellavista ventilator is giving tf 300 545 316 401 alarms, analyzed logs and confirmed alarms. No patient involvement.